Event description:
The lay reporter contacted lifescan (B)(4) on (B)(6) 2012 alleging inaccurate readings on their son's ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that they had obtained a result on (B)(6) 12 at 7:00pm with a result of 264 mg/dl. Based on the meter result, the father gave his son 4 units of bolus insulin. At an unspecified time later the patient had developed symptoms of feeling dizzy and having a stomachache. The reporter tested the patient at the time of symptoms and obtained a 56 mg/dl and treated the patient with 2 cubes of sugar. The patient felt better soon afterward and did not seek any further medical attention or contact the physician for assistance. A normal blood glucose reading for the patient is between 80-150 mg/dl and the patient tests approximately 10x a day. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged high reading, the patient was given an increased dosage of insulin and later developed symptoms and had to be treated with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial # of meter is : (B)(4) and lot # of test strips is 3287055.